Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a return of symptoms during the last four months. The hcp believed that it was due to the fact that only one lead had been implanted, so they decided to implant a new lead on the other side to obtain bilateral stimulation. At the moment of the procedure it was noticed that the lead already implanted presented an interruption of the conductions (they seemed to be broken) just before the connection with the extension. The impedances reported were>4000. Add'l info has been requested, but was not available as of the date of this report.